Event description:
This lv lead was capped due to a possible fracture and was replaced with epicardial leads. The patient was downgraded to a crt-p so our ICD was explanted. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.